Event description:
The patient called lifescan, alleging that the meter was set to the incorrect unit of measurement. The patient was treated with insulin by a medical professional and enrolled in with a nutrition class. There is no information on what the reading was on the medical professional's meter. The meter was previously set to the correct unit of measurement; however, the patient does not recall recently changing the unit of measurement in the meter settings. Customer service sent the patient a replacement meter.